Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor, and repeated restarts did not resolve the alarm, leading to pump replacement and patient transition to multiple daily injections; the device was identified by serial number (B)(6). Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects, and blood glucose levels were not impacted. Outcomes included continued insulin therapy via injections and ongoing cgm use. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.